Event description:
It was reported that the patient passed away due to cardiac arrest, mediastinal bleed, and aortic aneurysm. There is no allegation from a healthcare professional that the dual chamber pacemaker system caused or contributed to the patient's death.

Manufacturer narrative:
The device was returned for evaluation after patient death. The results of electrical, stress/environmental tests performed indicate the pacer is exhibiting normal device characteristics. Longevity assessment was performed and device was at normal range of operation with appropriate remaining longevity. Device image was successfully saved.